Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received stating that after explant of both implants, the patient's visual discomfort decreased.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, patient had poor visual acuity and monocular diplopia. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. According to the surgeon, poor visual acuity was linked to non-adapted implants (poor neuroadaptation). There are two medical device reports associated with this patient. This file is for left eye.

Event description:
Additional information received stating that, the lens was exchanged with a non-company lens of 20.5 diopter value. There was a partial improvement in the general symptomatology.

Manufacturer narrative:
Additional information was provided in b.5. And d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, patient had poor visual acuity and monocular diplopia. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. According to the surgeon, poor visual acuity was linked to non-adapted implants (poor neuroadaptation). There are two medical device reports associated with this patient. This file is for left eye.

Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR the patient event code e083903 missed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.